Event description:
It was reported that the pt was admitted to the hosp in 2007 with a diagnosis of mrsa infected pressure ulcers. The pt was placed on a kinair medsurg bed because of the pressure ulcers. The staff had the mattress fully inflated. The pt had a history of an old lumbar fracture, diabetes, end stage renal disease, hypertension and uterine cancer. Three days later, the pt fell out of the bed. After the fall, the pt was taken to x-ray where it was discovered that she had a right femur head fracture.

Manufacturer narrative:
Additional information provided by the health care provider indicated that the fall was unobserved and the pt was unable to explain how she fell. According to the health care provider, the pt's mental status was altered and the pt was found on the floor after a nurse heard yelling. The health care provider further indicated the pt had little muscle tone to catch herself or control her movement and was not mobile enough to climb out of the bed. The pt was very ill and was placed in hospice. The pt's mental status continued to decrease and the family chose to stop dialysis and the pt died three days later. The service center evaluated the bed in response to a report from the hosp that the bed had "too much air." The service center did not find anything wrong with the bed upon their evaluation. The bed is designed to allow an adequate distance between the top of the siderail and the top of the mattress. Even when inflated to the maximum level of firmness, there is 9 inches between the top of the siderail and mattress surface. This product has preset pressure settings based on the pt's weight and height that can serve as a starting point for setting the pressure to provide optimal support without overinflation.